Event description:
It was reported that a file separated in the canal during a procedure. The canal was filled with the separated piece in place.

Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intevention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 31cfr part 803. The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Two lot numbers were provied by the initial reporter: 033006251 (manufactured 03/30/2006) and 010406215 (manufactured 01/04/2006). It is unknown which, if either, was involved in the event.